Manufacturer narrative:
Batch review performed on 03 december 2024: lot 188605: (B)(4) items manufactured and released on 08-jan-2019. Expiration date: 2023-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.